Event description:
It was reported that the boot covering the lead was damaged before tunneling. The hcp said that the torque didn't work and she feared she might have crushed the lead by screwing too much, however an impedance check confirmed that the lead wasn't damaged. No action was needed as the lead still worked fine, and there were no patient symptoms / injuries related to this event.

Manufacturer narrative:
(B)(4).